Manufacturer narrative:
The hbsag reagent lot number and expiration date were requested, but not provided. The measuring cell was past its service life and needed to be replaced. The field service engineer replaced the measuring cell. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hbsag ii on a cobas 6000 e601 module. No questionable results were reported outside of the laboratory. The sample initially resulted in an hbsag value of 1.2 coi (reactive). The result did not agree with the patient's clinical diagnosis, so the sample was repeated. The repeat hbsag result was 0.58 coi (non-reactive).